Event description:
A (B)(6) female patient contacted zoll customer support to report that the battery casing was damaged and could not fit into the monitor. The patient was issued a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (damaged case / will not fit in monitor) was confirmed. As received, the battery would not charge or power on a monitor. Upon evaluation, battery housing was damaged. The cause of the inability to charge and power on a monitor is the inability to connect with a charger or monitor. The cause of the inability to connect is the damaged housing. The root cause of the damaged housing cannot be positively identified but is likely physical abuse. No adverse event resulted from the defective battery pack. The patient received a replacement battery pack.